Manufacturer narrative:
(B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during testing, the product for tightness a leakage on the luer lock at blood inlet connector of the oxygenator was detected. Maquet cardiopulmonary (B)(4) is aware of similar complaints showing a smilar malfunction. Thereby cracks have been detected as most probable cause for the leakage. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
Investigation results out of complaint (B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during testing, the product for tightness a leakage on the luer lock at blood inlet connector of the oxygenator was detected. (B)(4).